Event description:
This case concerns a product complaint, reported by consumer and is not associated with an adverse event.t he consumer experienced a problem with their insulin delivery device (humapen ergo 3ml). It is unknown what type of insulin the patient was using. It is unknown if the patient was taking any concomitant medications. The patient reported that the delivery device was not working). The patient returned the pen (lot number 40138). Upon final examination, it was discovered that the pen had the two engagement tabs purposefully cut off. A manufacturing engineering investigation determined the root cause of this malfunction to be "post-production abuse while in the field". This device was manufactured after the initial corrective action implemented in november 1998. This is linked to the global complaints database.